Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the they experienced low blood glucose level. Customer's blood glucose level was 41 mg/dl at the time of incident. Customer stated that there was difference between sensor glucose and blood glucose readings. Sensor glucose reading was above 400 mg/dl at the time of incident. Customer stated that insulin pump was not suspended due to difference. Customer was assisted with troubleshooting for difference. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.